Manufacturer narrative:
The device has been returned and evaluated. This supplemental report is being submitted to provide this information. The device actual lot number is kr145455; lot number kr149888 is for the device package. The device is returned and an evaluation completed for it. The user¿s complaint of teflon pad coming off is not confirmed. However, the device probe is found to be broken. A visual inspection on the received condition was performed on the device. The ptfe pad (teflon pad) was inspected and found it is in good condition. The distal end of the device was inspected under a microscope and found the probe detached. The missing portion of the probe unit was not returned with the device. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and found both switches are functional. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth.

Manufacturer narrative:
Additional information has been received from the customer. Correction being made to other value of g2. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g2, g3, g6, h2, and h10. It is not known who trained the doctor, but the doctor is experienced in the use of the device. The procedural tips and techniques instructions that were distributed on (B)(6) 2013 been shared with the user facility. Details of the procedure (when the event happened, the settings, what the doctor was performing etc.) Are not known. Details of concomitant devices are not known. There was a delay of less than 15 minutes needed to change the device. Additional anesthesia was administered to the patient, since the device changes added a few minutes. No broken piece fell in the patient or needed to be retrieved. There was no further intervention or post-operative treatment course performed due to the device malfunction, excluding additional anesthesia, as the device failure only resulted in a changing to a new device. The device inspected before use with no anomalies noted. The connection points to the generator inspected. There was no cable damage. The transducer cords or the cords of any other medical device were not bundled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. 3. The probe broke when added load. Or 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. 5. The probe broke when added load. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Event description:
As reported for this event, during a therapeutic total laparoscopy hysterectomy procedure, the teflon pad of the device tip came off. There was a u504 probe damage error received for the device as well. The procedure was completed with another similar device with an unspecified delay. There was no harm or adverse impact to the patient.

Manufacturer narrative:
The customer reported three devices which had the same failure in total laparoscopy hysterectomy procedures within three days of each other. These are submitted with patient identifiers: (B)(6). This medwatch is for the patient identifier (B)(6). Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.